Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette without an alarm and the patient subsequently developed peritonitis. The use error was further described as the patient received air into the abdomen when the caregiver forgot to de-clamp the patient line and not prime the patient line prior to connecting to the patient. The peritonitis was manifested by unspecified intense pain. The patient was hospitalized for the peritonitis event. The patient was treated with vancomycin (dose, route, frequency, and duration not reported) for peritonitis. Action take with therapy and outcome of the event were not reported. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This is a report of a use error that resulted in peritonitis. The clamp on the patient line not being opened before the patient was connected is a known cause of the reported event. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. It informs the user to open clamps on lines connected to solution bags and the patient line to ensure proper priming. It instructs the user to check the lines for closed clamps. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.